Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported that a discordant, falsely low cardiac troponin I (ctni) result was obtained on a patient sample on a dimension vista 500 instrument. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse performed the following: ran service method testing (smt), titrated all arms horizontally and vertically, replaced reagent arm 2 (r2) mixer, sample 1 (s1) probe, s1 tubing, sample pump panel, sample probe e-chain and the mixer's printed circuit assembly (pca), reset bottom of cuvette correction values to zero for sample and reagent arms, auto aligned r2 and s1 probes and arms, removed sample pump panel and replaced all three 3-way valves, sample and metering pumps. Then, the cse ran quick check, system check, mix testing, calibrations, and quality controls, which recovered acceptably. Siemens further investigated and determined that the hemolysis index for this sample was 2, indicating that there was free hemoglobin in the sample. The phlebotomy process potentially contributed to the hemolyzed sample, which could cause sample integrity issues such as clotting. Sample integrity issues potentially contributed to the discordant, falsely low ctni result. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low cardiac troponin I (ctni) result was obtained on a patient sample on a dimension vista 500 instrument. The initial result was reported to the physician(s). The sample was repeated on an alternate dimension vista 500 instrument multiple times, resulting higher. The ctni result of 0.06 ng/ml was reported to the physician(s) as the correct result. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low ctni result.

Event description:
A discordant, falsely low cardiac troponin I (ctni) result was obtained on a patient sample on a dimension vista 500 instrument. The initial result was reported to the physician(s). The sample was repeated three times on an alternate dimension vista 500 instrument, resulting lower the first time and higher in the subsequent runs. The ctni result of 0.06 ng/ml was reported to the physician(s) as the correct result. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low ctni results.

Manufacturer narrative:
Siemens filed initial MDR 2517506-2019-00506 on 27-dec-2019. Corrected information (03-dec-2019): initially when the customer contacted siemens, the customer reported that a discordant result was obtained on the dimension vista 500 instrument with serial number (B)(4) and the sample was repeated once on the dimension vista instrument with serial number (B)(4). Upon further investigation, siemens determined that the sample was repeated three times on the dimension vista 500 instrument with serial number (B)(4) and a discordant, falsely low cardiac troponin (ctni) result was obtained on the initial run. MDR 2517506-2019-00510 was filed for the discordant, falsely low ctni result obtained on the dimension vista 500 instrument with serial number (B)(4). Sections event and relevant tests/laboratory data were updated to reflect the corrected information. The instrument is performing according to specifications. No further evaluation of this device is required.